Event description:
It was reported that a spectrum pump is unresponsive with white screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump is unresponsive with white screen" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty processor printed circuit board (pcb). The processor pcb is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.